Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the lead safety switch (lss) triggered for the pacemaker and right ventricular (rv) lead due to low out of range pacing impedance measurement of less than 200 ohms. Review of the patient's data found that there had been one low out of range measurement approximately one month earlier. The patient was brought into the office where the low out of range impedance measurement was able to be replicated. Oversensing of noise leading to inappropriately stored non sustained ventricular events was also observed, however the patient is not pacemaker dependent thus there was no asystole. High out of range pacing impedance measurements of greater than 2000 ohms were also noted. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and yielded only the high out of range impedance measurements. A fracture was suspected, thus the rv lead was surgically abandoned and replaced. The pacemaker remained in service and no adverse patient effects were reported.